Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2026-00052. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown, additional information will be provided once available. The three endoscopic retrograde cholangiopancreatography procedures occurred on (B)(6) 2025, and (B)(6) 2026.

Event description:
It was reported that a patient underwent three endoscopic retrograde cholangiopancreatography procedures all of which were performed using the same duodenovideoscope and potentially contracted infection from one of the procedures. No additional details for the infection, treatments or interventions have been reported, and the current patient outcome/status is unknown. It remains unclear which procedure, may have contributed to the suspected patient infection. Reportedly, the scope was taken out of service for testing/culture. Follow-up good faith attempts have been conducted and additional information is pending at this time.